Event description:
The device displayed the elective replacement indicator (eri) on (B)(6) 2012 and was replaced to avoid in-vivo battery depletion. It was returned for disposal only. The pump contained morphine 20.0 mg/ml (6.997 mg/day) and bupivacaine 10.0 mg/ml (3.499 mg/day). The patient recovered without sequelae.

Manufacturer narrative:
Implanted: 2005-(B)(6), product typ catheter. (B)(4). Additional method - final device analysis revealed battery resistance greater than the upper limit of specification.

Manufacturer narrative:
(B)(4).